Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and analysis is performed, this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this patient was hospitalized and a revision procedure was performed, wherein this left ventricular (lv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.